Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/22/2014).

Event description:
Consumer complaint of blood result reading of "hi". Customer recently performed a test and the result was "hi". The customer states that this expected blood glucose is usually around 165 mg/dl. I reviewed the last 5 blood results in the meter memory. No adverse event reported.